Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) had false pause episodes resulting from under-sensing. No intervention was performed. The patient was in stable condition.